Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm while the device was connected to a mobile power unit (mpu) was confirmed via the log file. The submitted log file spanned approximately 8 days ((B)(6) 2020 per the timestamp). No external power alarm activated on (B)(6) 2020 at 01:01, (B)(6) 2020 at 20:24, and (B)(6) 2020 at 00:17 due to rsoc and bus voltage diminishing to ~0v while the device was connected to a mobile power unit. The backup battery was able to provide power to the pump. The alarm resolved shortly after reconnecting a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Per provided information, a root cause of the reported event was determined to be the power cord coming loose from the wall. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 21jun2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that log file analysis observed a low voltage hazard alarm and no external power event on (B)(6) 2020 due to a double power cable disconnect when switching power sources from batteries to the mobile power unit (mpu). Additional no external power events were noted on (B)(6) 2020 and (B)(6) 2020 while the mpu was in use. It appeared there was a total loss of power to the mpu enabling the system controller backup battery until power was restored to the mpu. The account reported that the device had a v-lock connector on the a/c power cord and that the power cord came loose at the wall/outlet. The mpu was still operational.